Event description:
During durata lead revision, the previously capped riata lead was found to be damaged. Unknown if damaged occurred during the surgical procedure. Further information could not be obtained at this time. The capped lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.